Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 13mm amplatzer septal occluder (lot number: 6867152) was selected for implant using a 45/80mm 7f torqvue delivery system in a 10kg child. The device was mis-sized, too large, and exchanged for an 11mm amplatzer septal occluder (lot number: 6851795). During implant, the second device was unable to be placed during the first pass. Subsequently the physician experienced difficulty resheathing the device, only managing to half sheath the device using great force. The partially recaptured device was withdrawn and the procedure was aborted. The tip of the delivery system was observed to have deformed in a concertina after removal from the patient. The procedure was aborted and the patient was referred for surgical closure. No patient consequences were reported. MDR-2019-30048.

Manufacturer narrative:
The reported event of deformed sheath tip was confirmed. Gross morphological examination revealed the sheath tip was inverted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer report number: (B)(4). On(B)(6)2019, a 13mm amplatzer septal occluder (lot number: 6867152) was selected for implant using a 45/80mm 7f torqvue delivery system in a 10kg child. The device was mis-sized, too large, and exchanged for an 11mm amplatzer septal occluder (lot number: 6851795). During implant, the second device was unable to be placed during the first pass. Subsequently the physician experienced difficulty resheathing the device, only managing to half sheath the device using great force. The partially recaptured device was withdrawn and the procedure was aborted. The tip of the delivery system was observed to have deformed in a concertina after removal from the patient. The procedure was aborted and the patient was referred for surgical closure. No patient consequences were reported.

Manufacturer narrative:
The reported event of difficulty retracting the occluder and deformed sheath tip could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.